Event description:
Ruptured pta (percutaneous transluminal angioplasty) balloon dilatation catheter. While performing pta for chronic limb ischemia or r lower extremity, during inflation of jade balloon the balloon ruptured. Upon removal of the balloon from the retrograde sheath, the tip of the balloon came off inside the distal sfa(superficial femoral artery) stent. Occluding the outflow from the stent. Multiple attempts were made to retrieve the distal tip of the balloon including the fogarty technique from both an antegrade a retrograde fashion, using a guiding catheter to collapse the balloon, using a snare system from both the antegrade and retrograde fashion. A crushing technique was also unable to be performed as we were not able to wire past the balloon from either an antegrade or retrograde fashion. At this time, the procedure was aborted and a vascular surgery consult was obtained at an outside hospital. The patient was accepted for transfer for sfa cut down and removal of the retained balloon tip.